Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) trial, but it was ineffective. The patient stated that the original numbness in their leg became even stronger after the lead was removed at the end of the trial. A magnetic resonance imaging (MRI) was performed and no abnormality was found. The patient was scheduled to be admitted to another rehabilitation hospital in the future.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) trial, but it was ineffective. The patient stated that the original numbness in their leg became even stronger after the lead was removed at the end of the trial. A magnetic resonance imaging (MRI) was performed and no abnormality was found. The patient was scheduled to be admitted to another rehabilitation hospital in the future. Additional information was received that the patient was discharged from another rehabilitation hospital. No further information was obtained.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) trial, but it was ineffective. The patient stated that the original numbness in their leg became even stronger after the lead was removed at the end of the trial. A magnetic resonance imaging (MRI) was performed and no abnormality was found. The patient was scheduled to be admitted to another rehabilitation hospital in the future.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 7077543.